Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when less than a quarter of the 12x80mm smart stent was released during the operation, the stent suddenly abnormally jumped forward. More than half of the length of the stent floated into the inferior vena cava. The surgeon then attached a stent to re-cover the lesion while hoping to tug on the smart to keep it from floating away completely. The operator was experienced with smart stent release. Iliac vein compression surgery was being performed. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received . As reported, when less than a quarter of the 12x80mm smart stent was released during the operation, the stent suddenly abnormally jumped forward. More than half of the length of the stent floated into the inferior vena cava. The surgeon then attached a stent to re-cover the lesion while hoping to tug on the smart to keep it from floating away completely. The operator was experienced with smart stent release. Iliac vein compression surgery was being performed. The device was returned for analysis. A non-sterile ¿smart 7fr (120cm) stent 12x80mm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was returned fully deployed. The stent was not returned for analysis. In addition, an outer sheath separation is observed located at approximately 112cm from the distal tip. No other damages or anomalies were observed on the returned device. Dimensional analysis was performed to identify the measurement of the separated area and to verify the ID/od measurement near the separated area. ID/od dimensional analysis results were found within specification. Functional analysis was not performed due to the separated condition of the outer sheath and the unit being returned fully deployed. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. Results showed that the edges on the separated area presented evidence of elongations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ cannot be confirmed due to the nature of the complaint reported. The device was returned with no stent attached. Analysis revealed a separated outer sheath, and the ID/od of the product was found within specification. However, this separation was not mentioned in the original event description and may have occurred during shipping/transport. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported. It likely handling and procedural factors contributed to the event reported. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.